Event description:
It was reported that during an unknown procedure, after taking tissue to jaw of the stapler, it crushed tissue but did not punch and cut. After this, the stapler separated from the tissue with using the manual ¿disclosure¿ handle. There were two used staplers in this incident, therefore it cannot be investigated that there is any problem with the cartridge. Procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) = pawl. Additional information was requested and the following was obtained: just for clarification, device did not punch and cut. Does this mean the device would not fire (no staples deployed or cut line started)? The stapler did not work therefore there are no staples or cut line on the tissue. Were there any issues with opening the device? They couldn¿t open the device so they moved the manual override lever back to open the device what color cartridges were being used? Green cartridges the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended.